Manufacturer narrative:
An investigation was performed in response to a complaint of error 2239 on the aia-2000 analyzer. The device was being used for diagnosis during the complaint event. At the customer site, a field service engineer (fse) discovered that probe 1 wire connector to be partially disconnected causing wash valve not to operate. The fse fastened the connector and operated, but noticed wash stream from probe 1 to be weak and had bubbles. The fse replaced the wash syringes, primed all fluids, and ran primer samples to test operation. This investigation confirmed a failure to deliver due to a component failure. Review of the investigation conclusions indicates that escalation of the complaint for corrective and preventive actions is not warranted. A 13-month complaint and service history review for serial number (B)(4) from the date of (B)(6) 2020 through aware date (B)(6) 2021 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-2000 operator's manual under section 04 - error messages states the following: error message: [2239] bf probe 1 purge failure cause: the overflow sensor 1 s132 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s132, the discharge solenoid valve sv150, and the washer tube.

Event description:
Customer experienced an error 2239 b/f probe 1 purge failure. This is a reportable event based on delay in reporting of patient results for class a analytes.